Manufacturer narrative:
The device was received deployed. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The data shows a failure to transition with false closed pulses and consistent pulse widths indicating a rotational sensor malfunction occurred. Corrosion was observed on multiple internal components including fluid evidence on the commutator cap. No leaks were found during testing that would contribute to the observed corrosion. The fluid on the commutator cap contributed to the rotational sensor malfunction and reported alarm however the exact cause of the corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reportedly received an alarm and needed to change the pod 18 hours before expiration. Patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the hip/buttocks for between 24 and 36 hours.